Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she did not know she was not supposed to have an MRI and had one for her lower back. She was in MRI for about 3 minutes and started to have bladder spasm so bad, it made her body shake. She was not currently feeling discomfort however, she was ¿ wetting on herself some.¿ it was noted that reason for MRI was not related to the device. During the call, patient was seeing normal therapy screen and stim was currently turned on. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.